Event description:
It was reported that the patient presented for a device upgrade. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing that was reproducible with pocket manipulation. The lead was capped and replaced on 03 aug 2023. The patient was stable.